Event description:
The customer reported being admitted in the intensive care unit due to high blood glucose of 339mg/dl, and she was treated with manual injections. The events leading to her hospitalization was large amounts of ketones, body aching, sickness, and nausea. Troubleshooting was performed. The date, time, and settings were correct. Assisted the customer to run a fixed prime test and the insulin did exit. Advised the customer to call back when the tubing clamp arrives to complete testing. Instructed the customer to remove the cannula, and it was not bent, but it was occluded. Recommended the customer to change the infusion set every two to three days. The customer stated that she will see her doctor and call back further assistance is needed. No additional info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.